Manufacturer narrative:
(B)(4). Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the microcatheter and coil and the coil kink could not be confirmed without product return. The root cause of the event could not be determined; however, the resistance may have contributed to the kink. The IFU cautions: if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. There is no evidence that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported via a healthcare professional, during coil embolization of a posterior communicating artery aneurysm, the physician attempted to deploy an orbit galaxy g2 coil (641hx0208/c30311) through a prowler lpes microcatheter (catalog, lot, size unknown), but faced stiff resistance and was unable to push the coil through the microcatheter and the coil became kinked inside the microcatheter. The coil was withdrawn and a competitor's coil of the same size was deployed well inside the aneurysm using the same microcatheter. It was reported that a continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. It was reported that the device would not be returned for analysis.